Event description:
The generator was returned due to the allegation of infection. Visual examination noted tool marks on the generator case and header most likely associated with manipulation of the device during the explant procedure. The septum was not cored. No other surface abnormalities were noted on this device. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent explant of the lead and generator due to infection. The patient had an infection around surgical site that didn't respond to several courses of antibiotics including a week of intra venous antibiotics. Follow-up showed that the infection was first noted on (B)(6) 2013. A swab was taken and was (B)(6), but it was likely a skin contaminant. When the vns was removed, cultures of the purulent material found intraoperatively were taken, but these did not grow anything. The patient had been on ancef for about 2 weeks prior to removing the vns, so presumably the bug was something covered by ancef. A return product form indicated that the reason for explant was an infection chest pocket. The lead was disposed of, but the generator was returned on (B)(4) 2013 for analysis. Analysis is pending.